Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy with a small bowel resection, the stapler did not staple when the surgeon was using the device to close the anastomosis. They closed the anastomosis with hand suturing. There was no patient injury.